Event description:
It was reported to boston scientific corporation that an obera365 balloon was implanted on (B)(6) 2025. The patient presented to the ER with intense gastric pain and vomiting. A CT scan was done on (B)(6) 2025; visualized great gastric enlargement, and the balloon went into antrum on pylorus. The physician tried to move the balloon up manually into the great pouch of stomach but failed. The balloon was removed in the or on 16jan2025. The patient condition has been reported to be stable.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code e2328 captures the reportable event of obstruction / occlusion. Imdrf code e2402 is being used to capture distention.